Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility, the inconsistent flow did not correlate with the patient's pressures or with the line pressures. It was noted that the flow would decrease when the surgeon would lean forward. Per the field service representative (fsr), the review of the data logs did not uncover any errors related to the function of the centrifugal drive motor or flow sensor. It was concluded that the issue was likely caused by something during tubing set-up. The centrifugal motor and flow sensor passed all functional testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the centrifugal motor had inconsistent flow, decreasing and going back to normal, then decreasing again. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.